Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they over-delivered insulin to their body due to user error. The customer reported filling the reservoir with 165 units of insulin, but did not complete the rewind process on the insulin pump. The customer pulled the reservoir out, but 100 units of insulin had already been delivered to the customer's body. The customer was transported to the hospital on (B)(6) 2018 and received glucose intravenously. The customer's current blood glucose was 109 mg/dl. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.